Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/23/2015, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 01/04/2016. Device evaluation: the device has been evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered up with a hard call service alarm ¿cs052¿ upon start up making it impossible to evaluate the display. Corrosion was observed to the display screen inside the pump and on the battery cap. The pump case was removed and further evidence of moisture and corrosion was found to the radio frequency module.

Manufacturer narrative:
During investigation, a leak test was performed and failed at the pump case crack. The pump case was cracked at the bottom right corner of the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.